Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was admitted with a possible pump thrombus and high lactate dehydrogenase. The patient was not having hemolysis signs or symptoms. The log file confirmed a reported speed drop. The brief event appeared to have occurred while the patient was connected to the patient cable and one battery. Pump power and pi were within normal parameters prior to and after the event. The system controller was exchanged.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.